Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified, sharp opening on anterior (valve bond edge). And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on anterior (valve bond edge) assessed, as an unidentified (tear) opening.